Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed. No information is available regarding the patient's current status. It was also stated that no more information is available regarding this case. Should additional information become available, it will be provided.